Manufacturer narrative:
The actual device was returned to the MFR for physical eval. An investigation of the device mfg records was conducted by the MFR. A visual inspection of the returned cycler exterior showed physical damage on the heater tray, paint peeled. Encountered evidence of dried fluid on the front left bottom side of the cover adjacent to the body pump. The pneumatic lines and hydrophobic filters have discoloration, identified also as fluid intrusion. The mushroom head check passed. There were no deviations or nonconformities during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) nurse reported a pt experienced drain issues during treatment. The pt remained asymptomatic during this pd cycle. The reported drain volume of 7578 ml was 399% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require med intervention or treatment as a result of the overfill.